Manufacturer narrative:
The ventilator alarmed with "low oxygen concentration" after start-up. The biomedical engineer performed troubleshooting. After calibration of the oxygen sensor, the device works as intended. This event is caused by the need to calibrate the oxygen sensor and a clinical maintenance problem. The disposal, replacement, intended use, service life, calibration, maintenance, alarm and worn-out of the oxygen sensor are clearly described in the IFU. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: when turning the ventilator on, power on error with low oxygen concentration.

Event description:
Hamilton medical ag received the following incident description: when turning the ventilator on, power on error with low oxygen concentration.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The ventilator alarmed with "low oxygen concentration" after start-up. The biomedical engineer performed troubleshooting. After calibration of the oxygen sensor, the device works as intended. This event is caused by the need to calibrate the oxygen sensor and a clinical maintenance problem. The disposal, replacement, intended use, service life, calibration, maintenance, alarm and worn-out of the oxygen sensor are clearly described in the IFU.

Event description:
Hamilton medical ag received the following incident description: when turning the ventilator on, power on error with low oxygen concentration.